Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins was sitting very superficially under the skin and "could basically pull it out". They clarified it was not coming through their skin, but you could grab it easily and it twirled around. After it was implanted, for the first two to three months, the ins hit everything and when they sat on it or bumped it, it was painful. They also had discomfort when sitting. They had consulted with their physician over the phone and then saw them yesterday for a possible revision, but the doctor decided against it because if it was implanted deeper, the patient would not be able to charge and they did not have enough fat. The doctor said the capsule took about twelve months to form fully. The doctor directed the patient to contact the manufacturer for a smaller belt, as the current one was too big to keep the recharger in place. An email was sent to the repair department.